Event description:
Customer complaint - limited data available. The customer was obtaining extremely low values on their diabetes testing kit. They attempted to use the item a number of times but it provided inaccurate readings each time.

Event description:
Customer complaint - limited data available I have a caretouch diabetes testing kit that is reading progressively lower values - it has read 48, 47, and today 35 mg/dl - when I know my blood sugars are high (verified by blood tests) I would be in serious distress if these numbers were true. I need a monitor that is accurate. I don't see a low battery indicator and have used the unit only a few times with results all over the map but mostly low.